Manufacturer narrative:
The reported event of loss of ble was confirmed. The information received was reviewed and it was determined that the device had entered bluetooth lockout due to patient role session time threshold being reached. The threshold was reached due to a high number of episodes being transmitted and the device not being interrogatedby a programmer in that time. This behavior is per design specification. No anomalies were detected.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited bluetooth telemetry. No intervention was performed. There were no patient consequences.